Event description:
It was reported that upon completing a craniotomy, the surgeon realized that the disposable perforator did not stop and the pt's dura was nicked. The pt had a lumbar drain to reduce intracranial pressure although the surgeon commented that the dura was somewhat calcified. The perforator was used to complete three holes in the cranium and around the frontal region of the skull.